Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the ECG data was returned for review. Review of the data files showed that the device was in lead ii view, therefore ECG was not visible to the user through pads. This is not an indication of a device malfunction. The user would need to switch to the "pads" view to obtain the ECG signal via the electrode pads attached to the patient. Prior to the electrodes being recognized either the defib pads were not connected or the signal was too poor to be valid. These types of errors could be triggered by issues outside of a device malfunction including, poor patient coupling, faulty pads or connection issues with the adapter. The log data supports that the device was able to perform as expected when it recognized a viable patient impedance. Analysis of reports of this type has not identified an increase in trend.